Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the customer had audio beep anomaly. It was reported that the alarm was not able to be cleared. It was reported that the buttons were unresponsive. The customer's blood glucose level was reported to be 179mg/dl. It was reported that the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump passed rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. However, the insulin pump was received with high sleep current and pump error 63 during self-test due to corroded electronic assembly. No audio/beep anomalies were noted during testing. The insulin pump was received with fading serial number label. The insulin pump was received with minor scratched lcd window, case and keypad overlay.